Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was using the programmer on the day of the call and noticed a power on reset (por). The patient also tried using their second remote and it showed a por as well. It was reviewed with the patient that one of the reasons for a por could be low battery. The patient reported their ins was implanted in (B)(6) 2014 and that their prior implant lasted for over 5 years. The patient was to follow up with a health care physician (hcp) to determine the reason for the por. There were no further complications reported/anticipated.